Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited no image, unsupported scope error code e315, corrosion on the connector, and a burned distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the unsupported scope error code e315 and no image issues were most likely due to corrosion on the plug unit, and stress for the issue of the burn on the distal end, however a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.